Manufacturer narrative:
The unit alarmed motion sensor test failure during rewind, isolated to the mother board. The motor was tested outside of the device and passed. The unit had a cracked case at the display window corners, a cracked display window, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed motion sensor test failure after being exposed to a magnetic field. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.